Manufacturer narrative:
(B)(4).

Event description:
Additional information reported that the device was not physically off when the patient was experiencing the sensation turning off. The patient noted that it ¿still say it¿s on, but I can¿t feel any of the sensation and then eventually it will come back on.¿ it was noted that the ins was implanted a little bit higher than normal and was tilted ¿a little bit forward from bottom to top, in the top.¿

Event description:
It was reported that when the patient was mobile her stimulation went ¿in and out¿ though her stimulation was not actually turning on and off. While the patient was walking stimulation would go in and out, on and off, and would eventually come back on but only at a ¿fraction¿ of stimulation and then it would eventually come back on ¿full blast.¿ it was noted it did not occur with any certain timing or ¿rhyme or reason¿ as to how long the events occurred. It was also reported it occurred once or twice when she was lying down. It was reported ¿on the patient programmer (pp) it will say ¿upright¿ and it will say ¿upright and mobile.¿¿ it was noted the issue started at the end of (B)(6) but the patient had been using adaptivestim (as) since the beginning of (B)(6). The stimulation amplitude for ¿upright¿ was set at 4-5 volts (v) and ¿lying¿ was 3-4 v, but the patient had made changes to voltage during the reported events ¿to get stimulation to come back on or increase.¿ it was noted when she turned stimulation up the same thing occurred though ¿upright¿ and ¿mobile¿ had been set to the same voltage. It was reported on the physician programmer the position trends showed 37% ¿upright,¿ 34% ¿lying,¿ 29% ¿transition,¿ and no ¿mobile¿ time. It was noted the patient had seen a "black a on middle line" at time on her pp. It was determined the patient was not triggering ¿mobility¿ at all. It was noted the patient had lost a lot of weight, 30-35 pounds, since (B)(6) 2012 and there was more room in the pocket and the implantable neurostimulator (ins) was moving around more. It was also noted the ins was a little tilted and may have been playing a role in changes in stimulation but it was not clear. The patient was reoriented and she was to record the day, position on pp and what she was doing if the issue recurred.

Manufacturer narrative:
Concomitant products: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type lead; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 37754, serial# (B)(4), product type recharger; product ID 37746, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).